Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system experienced two syncopal episodes; one at home and one in the emergency room (ER). Electrogram (egm) review revealed atrial fibrillation (af) undersensing. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information received reported that the following clinic was not aware of the patient's emergency room (ER) visit, however the plan was to bring the patient in to the clinic. This pacemaker system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this pacemaker system experienced two syncopal episodes; one at home and one in the emergency room (ER). Electrogram (egm) review revealed atrial fibrillation (af) undersensing. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.